Manufacturer narrative:
Citation: koulouroudias et al. Long-term outcomes of bioprosthetic valves in the mitral position: a pooled meta-analysis of reconstructed time-to-event individual patient data. Am j cardiol. 2024 jun 15:221:64-73. Doi: 10.1016/j.amjcard.2024.04.008. Epub 2024 apr 16. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a meta-analysis of long-term outcomes of bioprosthetic valves in the mitral position. The meta-analysis included 20 peer-reviewed articles and 16,465 patients.  Multiple manufacturer¿s devices were implanted in the study population; an undisclosed number of patients were implanted with a medtronic mosaic or hancock ii bioprosthetic surgical valve.  Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths.  Among all patients, adverse events included: structural valve dysfunction, re-intervention, stroke, thromboembolism, bleeding, and congestive heart failure requiring hospitalization.  The authors concluded there was no difference in valve durability or survival between bovine pericardial or porcine valves.  No further information was provided pertaining to medtronic products.